Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information regarding explant has not been provided.

Event description:
It was reported that the patient came in for a routine device check. Once the device was interrogated, it was observed that the patient was shocked, and it was unclear why based on the egms that were available. Changing the episode egm to be sense amp was discussed. The decision was made to schedule the patient for explant. Patient was unaware of the shock and was stable.

Event description:
New information notes that the device was later explanted prophylactically because a new device was implanted and because the device was subject to the premature battery depletion advisory.

Manufacturer narrative:
Analysis was normal. No anomalies were found.